Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 20787866; product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(4), batch: 7009970/7010412.

Event description:
It was reported that the patients ipg was starting to break through the skin. During the ipg replacement procedure the physician accidentally pulled the thoracic lead. The physician explanted the thoracic lead and 2 lead extensions. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.